Manufacturer narrative:
Device remains in patient. This is a final report.

Event description:
A report was received that the patient was allergic to medical grade epoxy, and broke out in a rash, sores, and blisters whenever she turned on the device. The physician coated the epoxy header with silicone glue. The patient's allergy cleared, and she is reportedly doing well after the treatment.